Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer went to swimming and insulin pump was broken and had moisture exposure. It was also reported that the insulin pump beeped and alarmed critical pump error. The customer¿s blood glucose level was unknown. It was also stated that they heard fluid when shaking the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 alarm noted in the inuslin pump history and critical pump error (open book) due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump received with moisture damage on the motor and keypad flex tail noted. No moisture damage on the keypad traces, battery tube, vibrator or keypad dome switches noted.